Event description:
False positive result (s). Tested before going to see friends and my son came up positive. Whole family then got pcr's right away and all came back negative. Missed two nights with friends b/c of this false positive - this should be taken off the market!!!!